Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The blood glucose level was 199 mg/dl. The troubleshooting was not performed. The pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device properly recorded the 0.2 unit bolus in the daily history screen. No bolus anomaly or history anomaly noted. Pump trace download confirmed pump error 63 (variable 3), problem isolated to the keypad.